Event description:
It was reported that during implant attempt, the lead was repositioned several times to get acceptable sensing values. After the third positioning in the atrium, the helix would not disengage from the endocardium. The lead was rotated counterclockwise and it still would not retract. The lead was left in place and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.